Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the device were discarded. Hence, field h6 for method code has been updated to "device discarded" on this form. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 250cc mentor memorygel breast implants on both sides and experienced right side breast implant rupture and bilateral capsular contracture; baker grade unknown postoperatively. The patient underwent bilateral explantation and replacement with non-mentor sientra implants on (B)(6) 2020. This report is for the patient¿s left-sided device.